Event description:
While opening epix universal clip applier the cst noted a defect in the device in the form of a bend in the shaft, prior to flipping device onto field/hand off to second cst. Device was moved away from field and another one was obtained from supply.